Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implantation with a small flexnav delivery system. Length of membranous septum was 3.6mm. Calcification present. Patient had pre-existing right bundle branch block as well as left anterior fascicular block. A temporary pacemaker was placed at the begining of case in anticipation of it being needed during the procedure. A 21mm true balloon was used to pre-dilate, after which the patient into complete heart block. The 25mm navitor was then implanted using cusp overlap technique and placing the inflow edge of the valve at the bottom on the pigtail in the non coronary cusp. The valve was implanted depth of 4mm on both cusps with trace perivalvular leak. Heart block persisted, so the patient left the operating room with temporary pacing. A permanent pacemaker was implanted on (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported complete heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: health effect - impact code: 4624 surgical intervention.